Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9141587. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc tubing clamp was defective during use and could not "clamp the indwelling needle". The catheter was being used on a patient receiving a "CT enhanced examination of indwelling needle". The following information was provided by the initial reporter, translated from chinese to english: at 08:15 on (B)(6) 2019, the patient was divided into 5033 beds for CT enhanced examination of indwelling needle, which was transferred to the connecting tube of a high-pressure syringe. The stop clamp could not clamp the indwelling needle, and the indwelling needle tubes of the same batch number repeatedly appeared the same phenomenon, which was a risk of occupational exposure, and the patient was prone to panic.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc tubing clamp was defective during use and could not "clamp the indwelling needle." The catheter was being used on a patient receiving a "CT enhanced examination of indwelling needle." The following information was provided by the initial reporter, translated from (B)(6) to english: at 08:15 on (B)(6) 2019, the patient was divided into 5033 beds for CT enhanced examination of indwelling needle, which was transferred to the connecting tube of a high-pressure syringe. The stop clamp could not clamp the indwelling needle, and the indwelling needle tubes of the same batch number repeatedly appeared the same phenomenon, which was a risk of occupational exposure, and the patient was prone to panic.